Event description:
Patient admitted for revision of left total knee arthroplasty for loose femoral component of left knee. Post operative diagnosis is broken femoral component left total knee. Surgeon requested the knee be sent back to exatech for evaluation, the implant was broken. Also returned were the optetrak cc stem extension adapter and screw.